Event description:
It was reported that the support is broken, and the pins are broken off. The customer returned the product for that issue but during physical inspection it was found that the downstream occlusion (dso) seal was ripped. There was no patient involvement.

Manufacturer narrative:
H3, h6: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was ripped. Service history identified the complaint was not related to a previous service of the device within the review period. No evidence was found in the event history log. After investigation the results indicated a reportable malfunction due to the ripped dso seal. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.